Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the led on the front panel of the high flow insufflation unit was missing. The issue occurred during maintenance. There were no reports of patient involvement.

Event description:
No additional customer info

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h4, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, an electrical problem was identified, however, a definitive root cause could not be established. It is likely the following led to the malfunction: a failure of the front panel should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.